Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured low power and power cable disconnect events on (B)(6) 2025. The no external power events occurred while the patient was on using a mobile power unit (mpu) as the result of the mpu losing power. Otherwise, there were only routine events.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu), serial number (B)(6) , was confirmed via the submitted log files. On 30oct2025, a no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The observed event was consistent with a loss of ac power, and the alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during the alarm. A similar event leading to a low voltage hazard alarm was observed on 02nov2025. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information indicated the serial number of the mpu was (B)(6) , it was confirmed that the mpu had a v-lock connector at the time of the event, it was unknown whether the power cord came loose from the end of the wall outlet or from the back of the unit, it is unknown if there were any environmental circumstances that would have affected ac power, and no product would be returned for further analysis. A CAPA was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. The CAPA implemented a straight v-lock connector due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. Additional information confirmed that at the time of the event the power cord in use was a straight v-lock connector. However, a disconnection can still occur if the connection is not properly engaged or due to environmental circumstances, this investigation was unable to determine the root cause of the reported disconnection. Similar events will continue to be tracked and monitored. The device history record for the mobile power unit (serial number (B)(6) ) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev. D section 3 - ¿powering the system¿ and heartmate 3 patient handbook, rev. A section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly-tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use, rev. D section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. A section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. G section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. D section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use, rev. D section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. A section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.